Event description:
It was reported that during a sigmoidectomy procedure, the blade was broken off inside the pt's body. The broken piece was retrieved. No pieces were left inside the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.